Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in the emergency room unconscious and was admitted to the intensive care unit and intubated. The patient was unconscious for eleven minutes and had pulseless electrical activity. The pulse generator sensed the pulseless electrical activity and withheld pacing support. Autocapture was turned on and the ventricular sensitivity was reprogrammed. After the programming changes were made, no further pauses in the rhythm were observed.